Manufacturer narrative:
(H3) pending evaluation.

Event description:
Study: exactech truliant knee clinical study. Subject: (B)(6). As reported by the exactech truliant knee clinical study, the patient had an initial left tka on an unknown date in 2022 and presented on (B)(6) 2022 with ligament laxity. Subject complaint of pain and instability. Prescribed hinged knee brace for ligament laxity causing slight bilateral opening. The case report form indicates that this event is definitely not related to the device and/or to the procedure. Patient was given a hinged brace. The outcome of this event is resolved on (B)(6) 2022. No device return anticipated due to being a clinical trial study.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h11. Upon reassessment of the reported event, it was determined that it occurred prior to the knee replacement implantation and this device did not cause or contribute to the reported event. As a result, this device is no longer considered reportable by exactech and this report may be disregarded. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.